Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the c arm cannot rotate issue occurred during the lower cerebral angiography procedure, and the procedure was completed with a delay by performing bodyguard adjustment with the help of the philips remote service engineer. However, no harm or injury has been reported. The same issue occurred later the same day. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was unable to rotate. There was a movement alarm indicating ¿bodyguard dirty; move at your own risk." Fse performed bodyguard calibration, but the problem persisted. Upon further investigation, fse found the tube sensor was defective and replaced it. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm was unable to rotate. The system was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.